Manufacturer narrative:
Investigation conclusion: the customer did not provide a lot number or return any products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible.

Event description:
Event occurred in (B)(6) a physician's office in (B)(6) alleged discrepant inratio value. Inratio 1.5 compared to laboratory venous sample of >1.8. Time between tests two hours. Patient's therapeutic range not reported. No reported adverse patient sequela. No additional information provided.